Event description:
Healthcare professional reported left side capsular contracture, baker grade iii, deflation and exchange from textured to smooth implants due to patient's concern with the product. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation:visual analysis of the returned device identified: curved opening, white calcification in shell(15%), brown particles in shell. Leak test and microscopic analysis was performed which identified: a curved sharp opening on posterior side assessed as unidentified(tear) opening(a dimension measurement in the shell was performed which identify the thickness within specification), and broken plug strap with sharp edge assessed as unidentified(tear) opening, nicks. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening due to unidentified(tear) opening. Broken plug strap with sharp edge assessed as unidentified(tear) opening.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii, deflation and exchange from textured to smooth implants due to patient's concern with the product. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii, deflation and "exchange from textured to smooth implants due to patient's concern with the product".

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii, deflation and exchange from textured to smooth implants due to patient's concern with the product. Device has been explanted.